Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit is overfeeding.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit is overfeeding.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump overfed.